Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the insulin pump took longer to rewind. Customer also stated that they received motor error code and no delivery alarm. Customer stated that the clip was no longer attached to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.